Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.5, lab: 2.4. Tests were done within one hr of each other. Pt is currently taking 7.5mg coumadin daily.

Manufacturer narrative:
Investigation pending.